Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was not verified or confirmed during evalution and in the device history logs. The device was subjected testing with no replication of the customer?s complaint.the device was recertified and returned to the customer. Analysis of reports of this type has not been identified an increase in trend.